Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was manufactured in may 2024, but the specific date is unknown. A review of historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is probable that external stress was applied to the lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. Stress may have been applied toward the wrong direction which caused the external stress. A definitive root cause could not be determined. The event can be detected by following the instructions for use (IFU): abnormality is detectable by performing the following inspection. 9 preparation and inspection: 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting tube is broken. The issue occurred at reprocessing. There were no reports of patient harm.